Event description:
Per the customer's legal representative, "plaintiff and decedent's home health nurses used defendants' contaminated [sterile 0.9% normal saline usp products] to regularly flush decedent's catheter." The legal representative reported, "as a result of decedent's use of defendants' product, he contracted a serious infection which caused him to develop sepsis and multisystem organ failure, ultimately resulting in his death."

Manufacturer narrative:
According to the customer's legal representative, "from (b)(6 2023 to (B)(6) 2024, plaintiff and decedent's home health nurses used defendants' contaminated [sterile 0.9% normal saline usp products] to regularly flush decedent's catheter" and "medline supplied the [sterile 0.9% normal saline usp products] used to flush decedent's catheter, which was ultimately recalled on november 6th, 2023." It was reported, "following the repeated use of the contaminated [sterile 0.9% normal saline usp products], decedent was repeatedly hospitalized for the remainder of 2023 through (B)(6) of 2024 due to sepsis." It was reported, "on (B)(6) 2023, plaintiff noticed blood in decedent's catheter bag and contacted decedent's nurse about the discovery." Per the legal representative, "the home health nurse noted decedent was unable to walk or perform activities due to increased pain and blood in the urine" and "as a result, decedent's catheter line was flushed using [sterile 0.9% normal saline usp products]." It was reported, "thereafter, decedent began experiencing symptoms of a urinary tract infection ("uti") prompting decedent to present for treatment at an emergency room on or about (B)(6) 2024" and "the emergency room prescribed oral antibiotics and discharged decedent the same day." It was reported, "despite the oral antibiotics, decedent failed to recover from his infection and required admission to the emergency room on or about (B)(6) 2024 for treatment of symptomatic anemia and sepsis." According to the legal representative, "following discharge from the emergency room, on or about (B)(6) 2024, plaintiff contacted decedent's home health providers regarding decedent's increasing delirium" and "emergency medical services transported decedent from his home to (B)(6) medical center on or about (B)(6) 2024 due to decedent's delirium." It was reported, "on or about (B)(6) 2024, labs performed at (B)(6) medical center revealed decedent's lactate was elevated above his baseline, prompting decedent to be subsequently transferred to grandview medical center for higher level care with a diagnoses of pancytopenia and septic shock." According to the legal representative, "decedent passed away from his infection at the (B)(6) medical center on (B)(6) 2024" and "decedent's death certificate reflects his primary cause of death as septic shock." The legal representative reported, "as a result of decedent's use of defendants' product, he contracted a serious infection which caused him to develop sepsis and multisystem organ failure, ultimately resulting in his death." No additional information is available at this time. It has been determined that the reported event caused or contributed to a death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.